Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had presented positive for a peripherally inserted central catheter (PICC) line infection while hospitalized, however it was noted that cultures were gram negative bacteremia. Actions taken to resolve the issue included oral medication; diagnostics included lab tests and chest x-rays. It was further reported that the infection resolved, and this right ventricular (rv) lead remains in service. There were no additional adverse effects reported.

Event description:
Additional information received indicated that actions taken also included intravenous medications.